Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The patient's son reported that the implantable neurostimulator recharger (insr) battery was not dropping below 3/4 charge even though they were using it. They also noted that the implantable neurostimulator (ins) was not functioning properly resulting in a loss of therapy. Indications for use are as follows: 084 - chronic low back pain.